Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited high impedance. Lead revision was not possible due to patient anatomy. The lead was capped and a new system was implanted on the opposite side on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.